Event description:
Patient reported unknown side complaint. Patient later reported left side rupture, capsular contracture, baker grade iii and seroma. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: no observed openings on the device. Capsular contracture: unable to observe as it is not related to the device. Seroma late: unable to observe as it is not related to the device. As per the investigation procedure, particles, deformation, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture, baker grade iii, and rupture.